Manufacturer narrative:
This report is based on information provided by a philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor, indicating that upon startup and inspection, the device did not pass self-test, and the high-energy test failed. Available details indicate that the device was repaired by a third-party vendor, and the device was returned to full functionality. However, no further details regarding the repair were provided following the repair. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and the results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation into this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: (B)(6).

Event description:
It was reported to philips that upon startup and inspection, the heartstart xl+ defibrillator did not pass self-test. There was no reported patient involvement.